Manufacturer narrative:
The device has not been returned to (B)(4) for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 activator switch was not returning to the neutral position, the power was staying on when the switch was released. The reported unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.